Event description:
It was reported that the user experienced repeated occlusion alerts with an insulin infusion set, requiring three infusion set changes before the alerts resolved, consistent with an obstruction of flow associated with the connector/coupler of the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.